Event description:
A customer reported that the freestyle libre reader would not power on with either button press or test strip insertion. Due to this issue, the customer was unable to obtain glucose results and experienced weakness, seizure, and loss of consciousness. The customer's wife treated customer with sugar-water, and no further treatment was needed. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader was investigated. The reader was visually inspected and observed damaged usb port. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The reader was de-cased and placed into the reader test fixture to download log. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. It was verified that the correct adapter and charging cable were a part of the kit pack. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre reader would not power on with either button press or test strip insertion. Due to this issue, the customer was unable to obtain glucose results and experienced weakness, seizure, and loss of consciousness. The customer's wife treated customer with sugar-water, and no further treatment was needed. There was no report of death or permanent injury associated with this event.